Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device's front panel membrane was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was intermittently unable to select an energy level. Complainant indicated that there was no patient involvement in the reported malfunction.